Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 12 fr 5cc lubrisil catheter had a cuff around the tip of the catheter. It made the insertion of the catheter very hard.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted 1 photo sample received. Photo sample shows top view of the end of 2 catheters both with balloon not inflated. Catheter on left indicates catheter within specification with note saying no ridge smooth. Catheter on right does not meet specifications as balloon mushrooming is present and note indicates ridge near the end. Although an exact root cause could not be determined a potential root cause could be inflation lumen collapses. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 12 fr 5cc lubrisil catheter had a cuff around the tip of the catheter. It made the insertion of the catheter very hard.